Event description:
It was reported that during shaping the hi-torque (ht) command 18 guide wire with the attached shaping tool, the tip split in 2 halves. All 10cm of the tip separated. The guide wire was not used in the patient. Another ht command 18 guide wire was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported tip separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.